Event description:
According to the reporter, during the laparoscopic thoracoscopic partial lung resection (lower right lobe), the relevant handle, shell, adapter were set up. The adapter had 50 times remaining counts and was a new product. Black reload was used on the first firing for pulmonary parenchyma resection. This black reload was also attempted to be used for the second firing of pulmonary parenchyma resection in the form of additional cutting. The green button was pressed to enter firing mode, and the firing was initiated. In the middle of the firing, an unfamiliar beeping sound rung. It felt like the knife stopped running halfway through, and when looked at the screen, an error message appeared for pressing and hold both sides green buttons for 10 seconds. Pressed and held the green button for 10 seconds on both sides, but the knife did not return and the jaws did not open. After that, the handle and adapter were docked again; the knife did not return and the jaws did not open. The manual adapter tool was taken out. When turned the central hole clockwise, the knife returned and the jaws were released form the freed tissue. After release, when the pulmonary parenchyma was checked, the staple line had completed fired for 60 suture lengths, and the cartridge staple pushers were also all pushed up. From there, after firing, it was thought that the situation was that a system error occurred in the middle of the knife being retreated, and the knife could not be returned to the end. The leftover pulmonary parenchyma was separated using powered stapler from other company (green), and the surgery was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigadaptstnd sig power sigadaptstnd linear adapter serial #:(B)(4). Sigpshell sig power sigpshell control shell lot #:n2k0126y sigphandle sig power sigphandle handle serial #:#:(B)(4). Sigsbchgr sig power sigsbchgr one -bay charger serial #:#:(B)(4). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged, the jaw of the reload was open, and the knife channel had damage to the cutting edge of the knife blade. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.